Event description:
It was reported that absence of traceability labels in our boxes of devices. Due to a lack of labeling, patient traceability was not carried out, which poses a problem for us to determine after the intervention if the patient benefited from the installation of staples.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. How was the product purchased? 2. Could you please confirm if the vendor is authorized by jnj 3. Is there an indication of how the product was distributed? 4. Is there any indication of the source? 5. Based on the packaging, is there any indication of which market the original genuine product may have come from? 6. Was the device used on a patient? If so, was there any patient consequence? 7. Please provide a picture (if available) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.